Manufacturer narrative:
H3: product analysis: product: 7480131; lot: ct19e034 visual and microscopic examination confirmed that one of the retaining tabs at the tip of the driver was broken. This is consistent with overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
E1: initial reporter details are unknown g2: country of origin is brazil medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that the driver was broken during the operation. There were no patient symptoms reported. No further complications were reported. Additional information was received from the manufacturer representative that the procedure is scoliosis. It broke outside the patient, so no fragments remained in the patient. There was no delay in the procedure time. No prolonged hospitalization required.